Manufacturer narrative:
The cannula underwent visual, mechanical, and physical testing. No abnormalities were found. The needle insulation was tested and was found to be within specification. Photographs of the burn suggested the cannula was inserted far enough into the patient to where the hub touched the skin. Simulated use tested was performed using chicken breast. The burns were replicated when the cannula was inserted far enough for the hub to be touching the meat.

Event description:
A patient received a burn from a cannula.